Event description:
The device was returned to the manufacturer for repair and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the high rate cover, upper/lower case, three control knobs, heart block, battery drawer, battery latch, two side bail covers, ring cover, and battery drawer o-ring were contaminated. The ring was bent and the main printed circuit (pc) board was out of specification. The interconnect flex tested out of specification.